Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information: did the tissue pad come off the device? If yes: did the pieces fall into the patient? If yes: how were the pieces retrieved? Another laparoscopic device was used to grasp the pad that had detached from the harh36 which was then removed from the patient, via a trocar port.

Event description:
It was reported that during a laparoscopic 'lrd' (transplant) procedure, the protective pad on the inactive arm of the device came away while it was being used. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the device with the serial number (B)(4) was returned with the tissue pad damaged, melted, and a small portion was not returned. In addition, the tip of the blade has gouges. The device was connected to a test hand piece and generator and it activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Damage to the blade can affect the accuracy of the att tone. Probable causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Prolonged usage of advanced hemostasis mode may cause tissue pad damage.